Event description:
Poor ground reading on power cord. No injury report.

Manufacturer narrative:
Technician found poor ground reading on power cord. Isolated issue to hard use by staff. Location: repair area. Replaced power cord to resolve this issue.